Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. A definitive root cause could not be identified probable cause based on the reasonably known information was due to stress, usage with insufficient distance between high-energy endotherapy accessories and the distal end. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the device c-cover has burn damage and needed to be replaced. There was no patient involvement.